Manufacturer narrative:
Results other = catheter. The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the pt experienced a lack of effect. A dye study and MRI were performed. The catheter appeared occluded. An inflammatory mass was suspected. During replacement surgery, the catheter was not flowing despite moving the tip down. The hcp tried several times to aspirate, which was unsuccessful. A new catheter was implanted. The drug in the pump was dilaudid. The pt recovered without sequela.